Event description:
Surgeon went to use suction irrigator and would not work. Seemed as if hand piece would not engage, batteries appeared to be working. Ref 00-5150-475--00, lot 64888813, exp 09/18/2023. Packaging saved; device discarded.